Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital in (B)(6) . The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurred and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because board unit was loosened, noise occurred and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after connecting the camera head, the screen was black. There were no reports of patient harm.